Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: during preventive maintenance, technical fault 231008 o2 valve leak occurred. Service software - system test - o2 mixer not ok, too. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: during preventive maintenance, technical fault 231008 o2 valve leak occurred. Service software - system test - o2 mixer not ok, too. No patient involvement.

Event description:
The following was reported to hamilton medical ag: during preventive maintenance, technical fault 231008 o2 valve leak occurred. Service software - system test - o2 mixer not ok, too. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. A detailed investigation was performed by an expert from the technical service: the incident occurred during a software update of the device. When a ventilator receives a software update then it is always taken out of the loop of available devices in the hospital. Patient involvement is excluded. There can be no deterioration of the state of health of the patient. Therefore, this case was assessed non-reportable.